Manufacturer narrative:
Additional information was received that the incision did not heal. The patient underwent an explant procedure and was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg was eroding through the skin and was popping out of the skin. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was eroding through the skin and was popping out of the skin. The patient will undergo an explant procedure.